Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including bicuspid aortic valve (bav).

Event description:
Edwards received notification that a 25mm perimount valve implanted in the aortic position was explanted after an approximate implant duration of five (5) years and ten (10) months due to valve degeneration. A 29mm inspiris resilia valve was implanted in replacement with no reported complications.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated section b5, e1 (reporter name and address) and h6 (clinical code).

Event description:
Edwards received notification that a 25mm perimount valve implanted in the aortic position was explanted after an approximate implant duration of five (5) years and ten (10) months due to valve degeneration. As reported, patient was asymptomatic. A 29mm inspiris resilia valve was implanted in replacement with no reported complications.